Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the therapy electrode pads. The patient's doctor recommended that the patient use cortisone cream on the rash. After using the cortisone cream on the rash, the patient reported that the irritation improved.